Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient age, gender, weight, race, ethnicity, and medical history were not provided. Initial reporter information such as phone and email address are unknown. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the enterprise®2 4.0 mm dia x 39 mm with no tip (enf403900/lot# not available) prematurely deployed in the delivery microcatheter during the procedure. There was no report of patient injury or adverse event.